Event description:
Pt presented with diseased and calcified iliacs. Also a noticeable bend in distal external iliac, noted on femoral artery exposure, however, not apparent in pre-op CT review. The physician decided not to predilate. After stent graft implant and upon retraction, delivery system hung up in iliacs; physician pulled and twisted, but was unable to remove catheter. Consequently, the delivery system separated; physician was able to retrieve tip via extended cutdown. The front sheath was severely damaged and a substantial amount of tissue and clot was trapped within the sheath; later noted that the excessive pulling stripped inner layers of the iliac artery and only adventitia was left intact. Stents/stent grafts were used to repair iliacs; however, after wound closure, pt's blood pressure dropped. Iliac repair had failed due to weakened tissue. Pt died in the hosp.

Manufacturer narrative:
Device is returning, not yet received. Review of lot records/work orders, prior reports. No issues were noted.